Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive and unresolved results with the certest sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6).  Multiple reagent cases were opened for these false results.  The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. The complaint is unable to be confirmed with the information present. It is possible that this complaint is related to a workflow issue. The root cause is unknown. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data.  No new risks, or hazards were identified based on this investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out. There was no report of patient impact.